Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s pump was believed to have run empty on (B)(6) 2014 or (B)(6) 2014. The low reservoir alarm date was (B)(6) 2014. The patient¿s mother was given a referral to a new doctor well in advance of the next pump refill but never did anything about it. The patient had not reported any symptoms and the reporter did not believe that the patient had gone through withdrawal because of the low dose and supply of oral baclofen. The reporter stated that the patient¿s mother wanted the pump removed. The device system delivered baclofen. It was later reported that the healthcare provider (hcp) successfully programmed the pump to off state. Additional information has been requested but was not available at the time of this report.